Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported for the last 3-4 nights he has gotten up 3-4 times to go to the bathroom. Patient said there is no pressure when he urinates. Patient asked if he should increase stim. It was reported that patient should try increasing stim. The patient was redirected to follow up with hcp to discuss changing programs if symptoms don't improve. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. The patient clarified and stated that after the device was implanted they couldn't use the restroom at all then all of a sudden their symptoms changed and have urgency and losing control of their bladder. The doctor's office has changed the setting a few times as well as a manufacturer representative (rep) in august, but that has not worked. Patient wants to know how many different programs they can try because the doctor sounds like they have given up and said "they have done everything they can." Patient mentioned they have only tried 5 programs so far; information reviewed and redirected to doctors office. Additional information was received from the patient. They reported that when they first got their device implanted they couldn't urinate at all. The patient said they then got me going and the patient was overgoing and wetting themselves/going all the time. Adjustments were made and the patient said they were told if they stop urinating again to call and that¿s why they were calling today.